Event description:
50-yr-old female who has had bilateral breast implants since 1978, began having increasing problems with pain and swelling. When the implants were removed, the right implant was completely ruptured.